Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the air sensor was found dented. Additionally, the downstream occlusion(dso) seal was found delaminated. Both the air in line sensor and dso seal was replaced.

Event description:
It was reported that during testing the pump had a air in line sensor damaged and requires replacement. There was no patient involvement and harm.